Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have the errors. The failure analysis confirmed the c-00 and c-33 error on the erbe. The error c-33 was displayed during boot up. The unit was being sent to original equipment manufacturer (OEM) for repair.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-00 and c-33 errors on the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to correct the reported issue. The fse performed electrical safety and system verification. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis has not completed their investigation. A follow-up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted post anesthesia due to faults with the erbe generator. System unavailability after the start of a surgical procedure could lead to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, after port placement, the customer attempted to power cycle the erbe generator a couple times and tried to unplug the power cord and plug it back in a couple times with no change. The customer planned to use a third-party generator and put the pedals on the floor next to the surgeon side console (ssc) foot tray. The customer called back with questions in regard to the external generator. The customer was getting tone, but no energy for monopolar and bipolar. The tse had the customer change cords with no change. The tse had the customer change instrument and bipolar started working without changing instrument. The customer stated they found the issue and continued with the case. The customer later called back stating they could not get the monopolar to work. They changed out cord, instrument, and generator with no change. Although they were getting tone there was no energy to tip of instrument. The customer converted to laparoscopy. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: nurse stated that bipolar would not function with the erbe therefore brought in a third party generator and discovered it was not compatible with intuitive. The surgeon decided to convert to lap. There was no change in the patient when converting no issues however port size was increased and left with more holes than they wanted to. The system powered on with the errors and that is when the issues started occurring. No patient demographic was available as the call had to end.